Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead exhibited variable lead impedances. Follow-up was completed with the patient's clinic. The (B)(4) at the clinic was able to verify that the patient was seen the following day for an in-office visit where testing was completed. No programming changes were made at this time. Physician chose to continue to monitor the patient remotely with monthly transmissions. The lead remains in use. No patient complications have been reported as a result of this event.